Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative reported a colleague infusion pump with a failure code 570 this event occurred during programming/set-up in the "critical care unit" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 570 was confirmed but not reproduced during product evaluation. This condition was due to depletion of the main batteries. The main batteries and battery harness were replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.